Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device was unable to obtain an ECG signal via pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. The reported malfunction was observed during review of the device data. However, the device was put through extensive testing including full functional testing, multiple defib shock testing and impedance testing without duplicating the report. An internal inspection performed found no discrepancies. Review of the log did show the error message reported by the customer. However, the error message was no longer present with the device after the logs were cleared. Analysis of reports of this type has not identified an increase in trend.